Manufacturer narrative:
Summary to clarify that there was no indication that the auto mode feature was active during the incident.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 50 mg/dl and high blood glucose level was 486 mg/dl. The customer reported other blood glucose level were 60 mg/dl and 450 mg/dl. There was no indication that customer was using the auto mode feature at the time of the incident. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 50 mg/dl and high blood glucose level was 486 mg/dl. The customer reported other blood glucose level were 60 mg/dl and 450 mg/dl. Customer reported that the auto mode was active at the time of high blood glucose episode. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.